Event description:
It was reported that pump displayed malfunction alarm code malf 12 with fault ID 0x2071 and there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again.